Event description:
The pt was implanted with an ams sparc sling. It was reported that the pt has experienced physical pain and suffering, has sustained permanent injury, recurring incontinence, abdominal and vaginal pain, severe back pain with bilateral nerve damage in her legs, infection and discharge.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.